Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have a broken alarm lens, a loose lcd case, and cracked housing. Further analysis of the device indicated the rad-87 had missing display segments due to a lack of solder on leds d21 and d16 on the ui board, and damaged screw holders on the case lcd module. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the display is missing a segment. There was no known impact or consequence to patient.